Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 16aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the t-tacks separated while the patient was on the floor. The gastrostomy-tube was re-positioned. There was no patient injury. Additional information was received on 26-jul-2017 states that the tube was placed in the patient on (B)(6) 2017. The patient expired on palliative care (B)(6) 2017. The co-morbidities included intracranial bleed (admitting diagnosis) and a history of lung and prostate cancer, uncontrolled hypertension, dysphagia, aspiration and a urinary tract infection. No additional information provided.

Manufacturer narrative:
The device history record (DHR) for the lot number, aa7086r01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).